Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 (pressure sensor autozero). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1007 (pressure sensor autozero). The rse advised the customer to check the data acquisition (da) - motor controller (mc) cable to see if it was disconnected. The customer then adjusted the cable, and the 1007 error code was resolved, and the device cycles as normal without alarming.